Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the clik anchor was replaced. No device malfunction was suspected. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain from the clik anchor. The clik anchor was bulging out of the patient's skin which made it difficult for the patient to lay down and sit. No actual skin breakage was noted and the patient was very skinny. The patient was prescribed lidoderm patches but it was not providing relief. The patient will undergo a revision procedure to replace the click anchor.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain from the clik anchor. The clik anchor was bulging out of the patient's skin which made it difficult for the patient to lay down and sit. No actual skin breakage was noted and the patient was very skinny. The patient was prescribed lidoderm patches but it was not providing relief. The patient will undergo a revision procedure to replace the click anchor.